Manufacturer narrative:
Product event summary: analysis could not confirm "smoke" when turned on. However, there was a "burnt" smell near power supply.

Event description:
It was reported that the programmer generated smoke when it was turned on. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.